Event description:
Additional information received reported that there was a report of beeping, but there were no indications for the device to beep. Also, the shock impedance measurements had been elevated for approximately one year prior to this. There were no actions or interventions planned or performed. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 160 ohms. There was no noise observed. Boston scientific technical services (ts) discussed troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information received reported that there was a report of beeping, but there were no indications for the device to beep. Also, the shock impedance measurements had been elevated for approximately one year prior to this. There were no actions or interventions planned or performed. No adverse patient effects were reported. The lead remains in service. Additional information was received indicating the rv lead exhibited high, out-of-range shock impedance measurements of around 158 ohms. The average shock impedance had been between 130 and 140 ohms over the course of the previous year. Ts was contacted, and ts discussed possible reasons. The rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 160 ohms. There was no noise observed. Boston scientific technical services (ts) discussed troubleshooting options with the healthcare professional (hcp). No adverse patient effects were reported. The lead remains in service.